Manufacturer narrative:
(B) (4). The ge service rep found that the images were darker than normal and the contrast was dark. He found the left monitor settings were dark. The max dose rate was found greater than 20 r/min in hlf. He adjusted the monitor settings, verified image contrast, checked dose rate, found hlf at 18.6 r/min, adjusted hlf to 17.8 r/min, adjusted fluoro from 4.0 r/min to 9.0 r/min. The system operates as intended.

Event description:
The customer reported that the images were darker than normal and the contrast was dark, intermittently. No patient injury was reported.